Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the severely tortuous and calcified artery. A 15mm x 3.25mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the device was able to be advanced into the lesion but when inflation was attempted, the balloon has ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post procedure.